Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the custom was using fiasp insulin. Customer changed the pump supplies to resolve the reported issue. Customer's blood glucose level was approximately 400 mg/dl.